Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed in approximately 10 positions but was unable to get adequate pacing thresholds and the sensing measurements were sometimes small. There was nothing abnormal about the procedure and no explanation for the high thresholds. The ipg was removed. A new ipg was attempted and resulted in the same high thresholds. The second ipg was implanted and remains in use. The next morning the thresholds were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.